Event description:
Information received from the field does not address the patient's clinical status but notes >2500 ohms atrial lead impedance and no atrial output. The device was programmed to vvi settings pending x-ray review for lead and connection conditions.